Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: during investigation, the keypad was observed to be intact; no damage or peeling was found. All of the keypad buttons responded appropriately to button presses. The complaint of a keypad button response issue was not duplicated during testing. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened and there was evidence of moisture corrosion near the keypad connector.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.